Event description:
On (B)(6) 2021, had surgery to plate right radius/ulna fracture. On or around (B)(6) 2021, felt hot, rash and blisters under cast. On (B)(6) 2021 went to normal orthopedic surgical follow up and found allergic contact dermatitis (acd) in the area where mastisol was applied to close wound with steristrips. Large fluid-filled bullae are present.